Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure that the vasoview hemopro 2 metal plate of the tip had lifted up from the silicone jaw. They open a new kit to complete the procedure. The jaws of the harvesting tool were not open (even slightly) during insertion of the tool into the cannula. No resistance was noted while inserting the harvesting tool into the cannula. No pieces were left inside the patient. The only procedural delay was the amount of time it took to open a new kit no injury to the patient.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 08/15/2022. An investigation was conducted on 08/23/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment of the tip of the hot jaw. The clear silicone insulation on the tip of the hot jaw was observed to be peeled back, exposing the metal tip of the hot jaw with detachment. The detached silicone insulation of the tip of the hot jaw was not returned for evaluation. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent wire" was confirmed as well as the analyzed failure "peeled;jaw" was confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.